Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 978 mg/dl. Prior to the event, the customer was experiencing body aches and exhaustion. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also mentioned that the insulin pump had scratches on the screen. The customer did not feel comfortable with the insulin pump, and requested a replacement. Nothing further was reported.